Manufacturer narrative:
Concomitant medical products: a2dr01, ipg, implanted: (B)(6) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged as evidenced by high rv pacing thresholds and intermittent loss of capture. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.